Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture. A chest x-ray was performed which revealed that the lead had dislodged. The patient was "not feeling any better but was in stable condition". On (B)(6) 2017 the lead was successfully explanted and replaced. The patient tolerated the procedure well and was in stable condition post surgery.